Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a hole. There was a hole in the left tubing and the pump. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, two cylinders, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the pump bulb. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. No functional abnormalities were noted with either cylinder 1 or cylinder 2. Abrasion was noted on the inlet tube of the reservoir. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump bulb. A separation of this type could then allow the loss of fluid, making the device inoperable. It was determined that the most probable root cause was related to fatigue and tear resistance of the silicone elastomer used for the pump. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tube occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that this separation most likely occurred during or after explant. This separation is not associated with the cause for failure.